Event description:
Additional information received indicated that the atrial lead exhibited noise, far-p over-sensing and small p-waves. Programming changes were made and the patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch. No intervention was made. The patient was stable.